Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent manifested by abdominal pain and diarrhea. The cause of the cloudy effluent was not reported. On an unreported date, the patient was hospitalized for the event. Treatment was not reported. At the time of this report, the patient was recovering. Pd therapy was ongoing. No additional information is available.